Event description:
It is reported that the device was implanted approximately 25 years ago. The acetabular shell has loosened and revision surgery has been scheduled for sometime in 2009. The surgeon called zimmer to check on the taper of the intermedics bdh stem that is implanted so that he could leave the stem implanted.

Manufacturer narrative:
Evaluation summary: the mating femoral head and acetabular liner components and orientation of all components is unknown. X-ray images post-primary surgery and from successive pt visits are unavailable. Pt age, sex, height, weight, and activity level are unknown. Upon discussion with our resident rn, the revision of the components after approximately 25 years in-vivo can be considered within the "standard of care" and thus not a device deficiency. Therefore, no further investigation of this event will be performed at this time. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.